Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart, off no power test and all operating currents tested within the specific range. The insulin pump was monitored and tested with no failed battery test and weak battery alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was unknown. It also reported that the received failed battery test after tightened the insulin pump. The insulin pump will be returned for analysis.